Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the needle bent during insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 45mm intraosseous needle. The depicted device was inserted into the drill. The stylet was inlaid through the needle shaft. A bend was observed in the needle shaft near the plastic luer adapter. Deformation was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Needle/obturator bending may occur if the needle is inserted at an angle. The needle should be positioned perpendicular to the patient¿s skin prior to insertion and drilling. The product instructions for use (IFU) inform users to use moderate steady pressure when inserting the needle into the bone at a 90 degree angle to the skin. Bd has prepared supplemental educational material pertaining to io products. An e-learning course, entitled fundamentals of intraosseous (io) device is currently available at academy.bd.com. This complaint will be recorded for future trending and monitoring purposes.